Event description:
On (B)(6) 2022, the customer at (B)(6) hospital located in kenya reported that as they were driving their optima xr220 mobile x-ray system up a steep ramp going from one hospital floor to another, they reached a point where they were unable to drive further up the ramp. The operator of the mobile device then lost control of the system and released the drive handle and the system struck a nearby wall and tipped over. There was no person injured as a result of this event.

Manufacturer narrative:
Ge healthcare investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Ge healthcares investigation has been completed and the cause for the tipped mobile x-ray system was determined to be user error. A medical student was driving the mobile x-ray system up a steep incline greater than seven degrees which is beyond the systems capability. There is a warning sticker placed on the mobile system as well as a warning noted within the systems operators manual to not operate the system on a greater than seven degree incline. Because they were on an incline greater than 7 degrees, they reached a point where the system would no longer drive upward so they decided to return back down the incline. As the operator drove back down, the system gained momentum and overpowered the drive system. The operator lost control of the mobile system, released the drive handle, thereby allowing the mobile system to impact a wall causing the system to tip over and the horizontal arm to detach. There was no death or injury associated with this event. To correct the issue, the system has been restored to full functionality through replacement of the horizontal arm, collimator and dap meter. The ge field engineer also reminded the customer to not drive the system on any incline greater than what is stated in the system labeling. The customer site also confirmed the person driving the mobile device at the time of this event was a new medical student who was not yet properly trained. The field engineer reminded the customer to only let authorized/trained users operate the system which is also noted in the system operator manual. No further actions are needed.